Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the system does not pass the therapy delivery test. The device was in use at the time of the event, however, there was reportedly no patient harm. The rse evaluated the device remotely, performing a therapy delivery test. As a result of the system failing the test, the decision was made to take the device out of service and send it for repair. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, the device was sent to a specialist dealer for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.